Event description:
Reporter stated that a neonate's venous blood glucose was measured, using the performa system, with a result of 104 mg/dl. The neonate's blood glucose was immediately retested, on a laboratory instrument, with a result of 72 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the products for evaluation.

Manufacturer narrative:
The event occurred in other country.